Manufacturer narrative:
Carefusion complaint number: (B)(4)-exp. In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea elan user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The root cause could not be determined.

Event description:
The customer reported that the ventilator's touchscreen was blank. There was no patient involvement.